Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿dual-mobility cup in total hip arthroplasty in patients less than fifty five years and over ten years of follow-up¿ by jean-marc puch, et al, published by international orthopaedics (2017), vol. 41, pp. 475-480, was reviewed. The purpose of this article was to report the clinical and radiological outcome of a dual mobility cup (dmc) of 2nd generation after a minimum of ten year-follow-up (fu). The goal of this work was to compare the results of this dmc in patients aged less than 55 years and in patients aged more than 55 years, implanted between 2000-2005. The authors utilize depuy and competitor devices in this study. Implanted depuy products: 115 gyros dual mobility cups comprised of the cup, polyethylene liner, and femoral head. Corail femoral stems. The depuy cups and stems were also paired with competitor cups and stems. The number of depuy products associated with the results of the study are unknown. Results: 3 infections- treatment was unspecified. 2 stems were revised due to unspecified ¿mechanical failure¿. There is insufficient information to determine the type of mechanical failure. Therefore, these revisions are not captured in this complaint. 2 periprosthetic fractures treated with stem revision and cup, liner, and head retention. 5 aseptically loose cups treated with cup revision. There was no reported product problem with the liner and head. The stem was left in situ. 27 radiographically identified instances of osteolysis. It is unknown if the revised components were due to osteolysis. The authors note that 5 of these cases showed excessive polyethylene wear on progressive radiographic studies. It is unknown if the liner wear was confirmed radiographically. Captured in this complaint: gyros cup: implant loosening/interface implant to bone. Femoral head: no reported product problem. Polyethylene liner: implant bearing wear. Femoral stem: no reported product problem. Patient harms: infection, surgical intervention, medical device removal, osteolysis, fracture, inadequate osseointegration of the cup. "